Event description:
This case was initially received via regulatory authority ansm, reference number: (B)(4). On 10-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching') in a (B)(6) year-old female patient who had essure (batch no. D30798) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pruritus (seriousness criterion intervention required), musculoskeletal pain ("severe muscle and joint pain"), alopecia ("hair loss"), eye infection ("eye infections"), tooth infection ("dental infections"), cognitive disorder ("neurological and cognitive disorders / persistent neurological and cognitive disorders"), fatigue ("fatigue"), blindness ("severe loss of vision") and migraine ("migraine"), 1 month 9 days after insertion of essure. On an unknown date, the patient experienced tinnitus ("tinnitus"), disturbance in attention ("concentration deficit") and eye irritation ("eye burning"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pruritus, musculoskeletal pain, alopecia, eye infection, tooth infection, fatigue and blindness had resolved and the cognitive disorder, migraine, tinnitus, disturbance in attention and eye irritation had not resolved. The reporter provided no causality assessment for alopecia, blindness, cognitive disorder, disturbance in attention, eye infection, eye irritation, fatigue, migraine, musculoskeletal pain, pruritus, tinnitus and tooth infection with essure. The reporter commented: that she is unable to work several consecutive hours on a computer. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 15-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching') in a 47-year-old female patient who had essure (batch no. D30798) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pruritus (seriousness criterion intervention required), musculoskeletal pain ("severe muscle and joint pain"), alopecia ("hair loss"), eye infection ("eye infections"), tooth infection ("dental infections"), cognitive disorder ("neurological and cognitive disorders / persistent neurological and cognitive disorders"), fatigue ("fatigue"), blindness ("severe loss of vision") and migraine ("migraine"), 1 month 9 days after insertion of essure. On an unknown date, the patient experienced tinnitus ("tinnitus"), disturbance in attention ("concentration deficit") and eye irritation ("eye burning"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pruritus, musculoskeletal pain, alopecia, eye infection, tooth infection, fatigue and blindness had resolved and the cognitive disorder, migraine, tinnitus, disturbance in attention and eye irritation had not resolved. The reporter provided no causality assessment for alopecia, blindness, cognitive disorder, disturbance in attention, eye infection, eye irritation, fatigue, migraine, musculoskeletal pain, pruritus, tinnitus and tooth infection with essure. The reporter commented: she is unable to work several consecutive hours on a computer. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.